Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler was partially fired and had poor staple formation. Resection and re-stapling were done to resolve the issue.